Event description:
It was reported that the tip of the pituitary broke off during an unknown spinal procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The inferior static jaw is bent and broken at the centerline of the pivot pin hole. The location, direction and amount of force required in order to bend and induce fracture of the jaw, is consistent bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.